Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the pt's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device was not returned for eval. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
In this event it was reported that a pt experienced an allergic reaction after undergoing a procedure with b4 surface optimizer along with the other products. The pt broke out in blisters in her mouth within 24 hours of contact and the blisters lasted several days. No intervention was required.